Manufacturer narrative:
Correction in accordance with information provided to us on 11/28/2016

Manufacturer narrative:
Explant date is an approximation made based on information communicated to us. It was communicated to us that no explants will be returned nor the article data will be made available.

Event description:
It was reported to us that washout of total knee and planned poly exchange had occured due to infection.

Manufacturer narrative:
A correction based on information provided to us on (B)(6) 2016.